Event description:
It was reported when using the bd veritor¿ at-home covid-19 test the customer experienced a discrepant result. Eua# (B)(4) the following information was provided by the initial reporter. The customer took the bd at home test and got a negative per the scanwell app, but could visually see 2 lines on the test stick. There was no report of patient impact.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined the previously submitted MFR report# 1119779-2022-00233 was sent in error. Cosmetic / annoyance ¿ cosmetic defect, multiple lines is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd (B)(6) at-home covid-19 test the customer experienced a discrepant result. Eua# (B)(4). The following information was provided by the initial reporter. The customer took the bd at home test and got a negative per the (B)(6) app, but could visually see 2 lines on the test stick. There was no report of patient impact.